Event description:
A healthcare professional reported that the procedure was performed to treat an acute ischemic stroke. The devices were used according to the instructions for use (IFU). After the procedure completion using a 125cm cereglide 71 catheter (product code: nic71125c, lot number: 31826449), the distal tip was found to be damaged. There was no negative impact to the patient. It is unknown if a continuous flush was done. Additional event information received on 02-mar-2026 indicated that a kink was found a few centimeters from the tip of the cereglide. No fragments/broken pieces were generated. Additional event information received on 09-mar-2026 indicated that the procedure was a thrombectomy. Recanalization was achieved. There were no additional passes performed when the damage occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b: procode is nry/qjp. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.